Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.

Event description:
It was reported the patient¿s controller displayed the elective replacement indicator (eri) message. Troubleshooting is pending where the software will be updated. The device is providing therapy.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The statement should have been "implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017" rather than "the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017".

Event description:
Additional information received that patient updated the software and issue was resolved.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.